Event description:
The customer complained of a discrepant inr result for 1 patient from a coaguchek xs meter. The meter serial number was not provided. At 09:21 am the result from the meter was 4.4 inr. A sample was collected minutes later for the laboratory and the result was 3.1 inr. The customer believed the laboratory result was correct. There was no allegation of an adverse event. The patient's condition was "fine". The patient was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes coumadin, no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Retention test strips (lot 297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. Testing results: qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard rtf/16. Corresponding retention test strips (lot 297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department.